Event description:
An optometrist reported that a patient underwent lasik. The evening of surgery, the patient scratched his eye, which resulted in a corneal abrasion. A bandage contact lens was inserted and the patient was instructed to return for a follow up exam. Five days later, the patient was diagnosed with dlk (diffuse lamellar keratitis) and a topical steroid drop was prescribed. Three months later, the patient presented with epithelial ingrowth, and the flap was lifted to clear the ingrowth. After that, the patient had another mild corneal erosion that was treated and healed. The patient was released from care on (B)(6) 2012.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).